Event description:
It was reported that the patient presented to the emergency room with infection and skin erosion. The device was found to be protruding from the opened incision site of the implanted device pocket. The physician explanted the active system ¿ implantable cardioverter defibrillator (ICD), right ventricular lead and atrial lead due to the infection. The patient's status was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.